Manufacturer narrative:
During the analysis, it was noted that the insulation of the lead body of the protego promri s 65 was massively damaged by squashing about 27 cm distal of the df4 connector pin. In this section, the lead body was severely twisted. This damage manifestation can with high probability be regarded as the cause of the clinical complaint. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. Further damage, such as deformations of the df4 connector pin, cuts in the insulation, and deformations of the outer conductor helix are most likely a result of the operation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the patient had received inappropriate shocks about 6 months after the implantation. The patient had started to exercise intensely. The df-4 connector was damaged during explant. This lead was returned for analysis.